Event description:
A (B) (6) patient was implanted with miniarc on (B) (6) 2008. She is complaining that after the surgery she experienced "pelvic pain and tried numerous modalities of care to help with the pain. Many mds ranging from (B) (6) and other (B) (6) facilities. The next step is to remove the barbs that hold the sling in place during placement." No further information obtained.

Manufacturer narrative:
Serial number not provided for lot history review. Unable to determine if there is a device malfunction based on information provided.